Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was recaptured two times due to a deep position. The second valve was recaptured due to the valve being too high at 0 mm on the non-coronary cusp (ncc). It was reported that a procedural delay occurred as a result of the infold. Per the physician, the patient had heavy leaflet calcium, a bicuspid valve, and calcium nodule in the annulus that contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0011995329); product type: 0195-heart valves. Product ID: d-evolutfx-34 (lot: 0011717553); product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves. Product ID: d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves. Product ID: evolutfx-34 (j231023); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (j149409), into a patient with a heavily calcified large annulus (perimeter of 92), a pre-implant balloon aortic valvuloplasty (bav) was performed 3 times with a 25 millimeter (mm) non-medtronic balloon. There was fusion present between the left coronary cusp (lcc) and right coronary cusp (rcc). The valve was deployed at 3 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). The valve was recaptured due to risk of the valve diving ventricular. After a couple recaptures, an infold was noted. The valve was recaptured and removed from the patient. A new valve (j231023) was loaded. The valve was recaptured once. An infold was then noted. The valve was recaptured and removed from the patient. A non-medtronic valve was then implanted. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)), into a patient with a heavily calcified large annulus (perimeter of 92), a pre-implant balloon aortic valvuloplasty (bav) was performed 3 times with a 25 millimeter (mm) non-medtronic balloon. There was fusion present between the left coronary cusp (lcc) and right coronary cusp (rcc). The valve was deployed at 3 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). The valve was recaptured due to risk of the valve diving ventricular. After a couple recaptures, an infold was noted. The valve was recaptured and removed from the patient. A new valve ((B)(6)) was loaded. The valve was recaptured once. An infold was then noted. The valve was recaptured and removed from the patient. A non-medtronic valve was then implanted. No adverse patient effects were reported. Additional information was received that the first valve was recaptured two times due to a deep position. The second valve was recaptured due to the valvebeing too high at 0 mm on the non-coronary cusp (ncc). It was reported that a procedural delay occurred as a result of the infold. Per the physician, the patient had heavy leaflet calcium, a bicuspid valve, and calcium nodule in the annulus that contributed to the infold.

Manufacturer narrative:
Updated data: d9. The suspect device was received for analysis. H6. Eval code method, eval code result, and eval code conclusion were changed. Product analysis: the suspect complaint valve was returned loaded inside the delivery system to the galway return product analysis lab. The valve was deployed and forwarded to the santa ana product analysis lab inside a heart valve return jar submerged in clear 0.2% glutaraldehyde solution. Upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed discoloring with evidence of blood contact. As received, leaflets 2 and 3 were in a partially closed position while leaflet 3 was in an open position. All leaflets were severely dehydrated and stiff. All commissures were dehydrated yet intact. The valve was received in a dehydrated compressed state. The outflow and inflow portions of the valve frame exhibited an elliptical appearance. The valve was submerged in a warm saline bath. The valve frame expanded further; however, appeared to maintain a compressed condition, possibly from being in the loaded state within the delivery system for an unknown duration of time. No damages such as bends or kinks were observed on the frame. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve frame infolding events are typically related to patient anatomical factors (ex. Calcification level, left ventricular outflow tract anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (ex. Pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed and potentially cause infolding. Per the physician, the patient had heavy leaflet calcium, a bicuspid valve, and calcium nodule in the annulus that contributed to the infold. Ultimately, a non-medtronic valve was implanted with no additional adverse patient effects reported. No new or unexpected device or therapy issue was identified; the event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. There is no information to suggest a device quality deficiency may have caused or contributed to this event. No other technical assessments were performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.